Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indications for use were not reported. It was reported that an infection was noted. The environmental, external, or patient factors that may have led or contributed to the issue was noted as ¿explanted due to infection¿. The device system was explanted and the issue was resolved at the time of the report. The patient status was noted as alive no injury and no further complications were reported.